Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that while on site, the getinge field service engineer (fse) was informed of an autofill alarm that was recorded in the logs of the cardiosave intra-aortic balloon pump (iabp). The reported event occurred during use on a patient; however, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
While a getinge field service engineer (fse) was on the customer site servicing a unit, the fse was informed that the iabp unit in question alarmed an autofill failure. The fse inspected the unit and verified the occurrence of the reported issue. The fse was also able to reproduce the reported issue. The fse attempted to lubricate the o-rings on the drive assembly, re-seated the tubing in the pneumatic module and replaced the safety disk, without avail. The fse ordered and replaced the pneumatic module assembly, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that while on site, the getinge field service engineer (fse) was informed of an autofill alarm that was recorded in the logs of the cardiosave intra-aortic balloon pump (iabp). The reported event occurred during use on a patient; however, no patient harm, serious injury or adverse event was reported.